Manufacturer narrative:
Zimmer biomet complaint number (B)(4).   Patient weight unknown / not provided. PMA/510k: k133339.

Event description:
It was reported patient return with pain, implant removed. Tooth 11.

Manufacturer narrative:
One tsvtwh10 implant was returned for investigation. No damage identified or signs of malfunction that would contribute to the event. Worn markings identified from the removal process. The device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was unknown bone density. The reported devices have been placed on tooth for approximately 1 month. X-ray and picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot number have revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number for similar events (complaint and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.

Event description:
No further event information available at the time of this report.